Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A trident psl, 10 degree polyethylene line, and 36mm cocr +10 offset v40 head, were explanted. The initial procedure was done in 2007. Update: the acetabular cup loosened, and was explanted. No other information was provided.